Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 512 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.